Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the staples were crossing each other. Another instrument was used to complete the procedure with no pt consequence.